Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 33 mg/dl. It was stated that the customer had been unconscious for three hours before she was found by her daughter. Troubleshooting was not possible at the time of the call as the insulin pump was left at the customer's home. Advised the caller to have the customer call us for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.